Manufacturer narrative:
Additional information: b5, b6, e3. B5: upon follow up, it was reported that the cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for peritonitis. On an unknown date, ceftazidime treatment was stopped. On an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced reported of "suspected" peritonitis manifested by cloudy pd effluent, abdominal pain and diarrhea. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm intraperitoneal, stat, one dose) and ceftazidime injection (1 gm, intraperitoneal, once daily, ongoing) for the event. At the time of this report, patient is recovering from the events. Pd therapy was ongoing. No additional information is available.